Event description:
Reported as "balloon rupture". As reported by the clinical support specialist: "received a call from biomed about possible blood back in the ac3 from a balloon rupture on (B)(6)2023. I was able to get some further information from the clinical resource in the unit about the situation. The patient had an axillary insertion of the balloon on (B)(6) 2022. On early morning (B)(6) 2023 the staff found blood in the helium tubing. The physician was notified. The patient was taken to the or later that morning to remove and replace the iab. There were no complications with the removal or the patient. A second fiberoptic iab was placed axillary. The patient is stable." No patient injury or consequence. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Reported as "balloon rupture". As reported by the clinical support specialist: "received a call from biomed about possible blood back in the ac3 from a balloon rupture on (B)(6) 2023. I was able to get some further information from the clinical resource in the unit about the situation. The patient had an axillary insertion of the balloon on (B)(6) 2022. On early morning on (B)(6) 2023 the staff found blood in the helium tubing. The physician was notified. The patient was taken to the or later that morning to remove and replace the iab. There were no complications with the removal or the patient. A second fiberoptic iab was placed axillary. The patient is stable." No patient injury or consequence. The patient condition is reported as "fine".